Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient presented to the emergency department via ems after complaining of the ¿worst headache of my life¿. The patient had a glasgow coma scale (gcs) of 15 on arrival by ems, but decompensated to a gcs of 3 by arrival in the ed. The patient was intubated for airway protection, and a CT brain scan revealed a large right subdural hematoma with midline shift. The patient was placed on a fentanyl drip. It was noted that the patient¿s family chose not to pursue operative intervention given the patient¿s overall poor prognosis and failure to thrive at home. On (B)(6) 2015 the patient was extubated, the lvad was turned off and the patient expired.

Manufacturer narrative:
Approximate age of device - 31 days. The device was not available for evaluation. A correlation between the device and the reported subarachnoid hematoma could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.